Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d10: concomitant product: model number/catalog number: 1201, serial number: (B)(6), model/catalog description: tined lead, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient noticed a red light on their remote control. The patient attempted to troubleshoot, but the issue was not resolved. The patient denied any injuries that could have led to the error, and they were unsure how long the red light had been present. The patient's battery was at it's end of life. The patient underwent a revision. There were no patient complications. The procedure was successful and the patient was happy with the outcome.